Event description:
The customer reported that she had experienced a high bg reading (358 mg/dl) within the first day of activating the pod; she "kept bolusing" but her bg's "never came down". When the pod was removed, she noticed that the adhesive pad was ripped and wet and that the cannula was "bent" - she didn't think that the cannula was in her skin. Due to the condition of the cannula, she was concerned that the pod didn't alarm. She also noted that there was a "bump" at the insertion site. Since she can neither see the cannula through the viewing window nor feel it being inserted, she doesn't have confidence that the cannula was actually in. The pod will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any abnormality of the adhesive pad that may have caused it to tear, potentially resulting in the cannula pulling from the insertion site. Additionally, we are unable to determine whether the reported "bend" in the cannula may have restricted insulin flow to the user (the customer did, however, report that the adhesive was "wet", indicating that insulin was able to exit the cannula). The omnipod user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The customer reported that she did check the site for proper cannula placement, but claims that "she is not able to see it" and can't feel it being inserted, so she lacks "confidence that it is in".